Event description:
The patient experienced a loss of effect. The stimulator was replaced. The event resolved and the patient's condition improved. The event was classified as "moderately severe" and probably related to the stimulator.